Event description:
It was reported that the implantable cardioverter defibrillator exhibited under sensing and functional loss of capture. It was noted that under sensing and intrinsic r waves were being counted as extra beats while paced events did not capture due to being in refractory. Programming changes were performed. The patient was in stable condition.